Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included electrical safety test multiple times without duplicating the malfunction. The customer declined repair, therefore the device was returned labeled not for clinical use. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.